Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming was incorrect. Assisted customer to correct the programming. The customer stated that several boluses that were programmed over the past few days are not present in bolus history and is not sure if customer programmed boluses.